Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
During a femoral disphyseal fracture surgery on (B)(6) 2012, a cable system was used. When the surgeon temporarily fixed three cables due to tension conditioning, third cable couldn¿t be spun over 20n. The first and second cables were okay. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information a review of the device history records has been requested. Patient age: (B)(6). Lot number: p079532. The 510k: correct from not sold in the us to exempt.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device was used for treatment, not diagnosis. The supplier's certificate of compliance (coc) were dated 09/02/2010, 09/13/2010, 09/16/2010 and 09/22/2010 for six separate receipts for this lot. The six receipts of this lot were released 09/10/2010, 09/16/2010, 09/21/2010, 09/29/2010, 09/29/2010 and 09/29/2010. A review of the device history records (DHR) was performed and stated the following: pioneer surgical technology manufactured the cable tensioner, p/n 391.201, and lot number p079532 on synthes purchase orders (B)(4). The supplier¿s certificates of compliance (dated 9/2/10, 9/13/10, 9/16/10, and 9/22/10 for (B)(4) separate receipts of this lot) indicate the parts were manufactured to p/n 391.201 and met the required specifications. The lots were inspected and conformed to the synthes, incoming final inspection sheets. Manufacturer name and address was reported as synthes (B)(4).

Event description:
This is 1 of 1 report for complaint (B)(4).